Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that post the left heart catheterization, the tech noticed that the tip of the sheath looked to be frayed. There was no issue with the patient and there was no blood loss. Additional information was received on 26arp2024: there were no difficulties with the procedure. They removed the radial sheath and saw fracture at the end of it. Only difference is they used a roc band which we are trailing, and it did flatten the sheath at removal and noticed the fracture at the end of the sheath after removal. There was no blood loss.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr gss sheath was returned for assessment at terumo medical corporation. The sheath was flattened throughout its length, and the tip of the sheath was cut horizontally. The complaint can be conformed for sheath mechanical damage. The complaint mentions that the roc band used flattened the sheath during withdrawal. The likely root cause is that excessive tensional and compressive forces applied by the roc band during the procedure caused the damage to the sheath. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).